Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer¿s representative (rep). The rep reported that the reason for tipping was unknown. The rep reported that the battery was able to be recharged even without an antenna local, so once they charged the controller, they were able to charge the ins. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for spinal pain via a manufacturer¿s representative (rep). The rep reported that the patient presented with a tipped battery laying sideways under his skin. The rep reported that it had caused some pain. The rep reported that the patient had fallen many times, but only once right on the battery. The rep reported that the battery was in a state of overdischarge and the controller was empty. The rep reported that the patient was to meet with the physician and set up a date to do a pocket revision. The rep was to contact the patient to help them get their battery up and running before the revision. The revision was scheduled for (B)(6) 2019. No further complications were reported.